Event description:
It was reported that during a shunt percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous artery. The physician advanced a 6.0mmx40mmx40cm mustang balloon to dilate the lesion eight times. The mustang balloon was inflated to 24atms and ruptured on the ninth inflation. The procedure was completed with this mustang balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: initial examination noted that the balloon material was fully deflated. Closer examination noted that the balloon material was torn longitudinally for a distance of 39mm. The tear was running distally from approximately 11mm distal to the proximal transition zone. A visual and tactile examination of the shaft of the device noted no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a shunt percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous artery. The physician advanced a 6.0mmx40mmx40cm mustang balloon to dilate the lesion eight times. The mustang balloon was inflated to 24atms and ruptured on the ninth inflation. The procedure was completed with this mustang balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).